Event description:
Pt was lifted with a scoop stretcher of a floor lift to allow the pressure mattress to be put on top of his bed. Three straps of the scoop stretcher failed and sheared, causing the pt to drop for 4 of 5 feet. Carers managed to drop the pt on floor. Pt was being on high ventricular dependant, and was treated on the floor for half an hour to be stabilized. He also sustained a bruising on top of his arm.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). Please note that this product is no longer manufacturer and previous medwatch reports for this product may have been submitted for the manufacturer site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo huntleigh (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.